Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The following cosmetic damage was also noted on the device: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump received a button error alarm and won't stop beeping. Her blood glucose at the time of incident was 59 mg/dl. The customer stated that when she attempted to suspend the pump the button error occurred. She also mentioned that the pump had suffered physical damage in the form of a crack a few days prior to the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.